Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. E1 initial reporter number: (B)(6).

Event description:
It was reported that the speed was erratic and could not be adjusted. A rotapro console was selected for use. During the procedure, the speed was fluctuating and could not be regulated using the control knob. The advancer was replaced twice and the issue persisted. No patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. E1 initial reporter number: (B)(6).

Event description:
It was reported that the speed was erratic and could not be adjusted. A rotapro console was selected for use. During the procedure, the speed was fluctuating and could not be regulated using the control knob. The advancer was replaced twice and the issue persisted. No patient complications were reported.